Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) did not work properly and, as a result of the inspection, it was confirmed that there was a crack in the left cylinder connecting tube. A surgical procedure was performed to replace the pump and a reservoir. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later, a surgical procedure was performed and inspection revealed that there was a crack in the left cylinder connecting tube. The pump and a reservoir were replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic examination of the pump identified the tube was cut down to the pump block; but the tubing was not returned for analysis. The pump was functionally tested. The testing conducted confirmed the pump passed leakage test, but activation test did not pass. The allegation of a hole/perforation in the tubing was unable to be confirmed as the tubing was not returned for analysis. The reported complaint was not confirmed: however, based on review of all information available and the pump activation test analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. Correction to field b3: date of event.